Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a crack on the right plunger case. Event log history was performed and indicated that primary audible alarm post error was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the speaker for preventive measure, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating a smiths medical medfusion pump exhibited primary audible alarm error. No adverse effects were reported.